Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred during the loading process. There was no reported impact to the customer¿s blood glucose. Although requested, the customer did not upload the pump data logs for tandem technical support to determine a possible cause. Multiple follow-up attempts were made, however, the customer declined further troubleshooting.